Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet screen cracked and subsequently became nonfunctional, preventing interaction with the pump, which contributed to blood glucose rising above 400 mg/dl for approximately 5¿6 hours; high glucose alerts occurred and the user reverted to backup therapy. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user and replacement of the ilet. Investigation of this case revealed a damaged display component consistent with a broken or cracked screen that impaired user interface function, leading to inability to manage insulin delivery through the device. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device outside of normal operation.